Event description:
The thermogard xp ivtm system (sn (B)(4) was used for an ivtm therapy for a post-cardiac arrest patient. The following day, the thermogard system displayed a mid:14 (bg power supply) error message, and the system got shutdown on its own. The patient's treatment was continued using a loaner thermogard system. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed a mid:14 (bg power supply) error message" was confirmed based on the event log review but was not confirmed during the functional testing. The customer reported that "the system got shutdown on its own" was not confirmed during the functional testing. The thermogard system passed the preliminary functional testing. Further investigation revealed that the potential root cause for the customer's reported complaint was the loose jdr1 connector that connects the umbilical cable to the I/o board, possibly caused by transportation and/or vibration or moving the console over time. Upon visual inspection, no physical damage was observed. The event log review indicated a mid:14 error message on the reported event date, thus, confirming the customer-reported complaint. In addition, unrelated to the reported complaint, the event log indicated mid:16 (software related) on the reported event date. The thermogard xp ivtm system passed the preliminary functional testing. Upon further inspection, noticed a loose jdr1 connector that connects the umbilical cable to the I/o board. The observed loose connector would have triggered the intermittent system shutdown, mid:14 and mid:16 errors. The jdr1 connector was tightened with the minus screw, and the thermogard system was subjected to a test run for a week. The thermogard system passed the test run and functioned as intended. Upon service completion, the thermogard system will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).